Event description:
A customer reported that their pump displayed the message "all deliveries stopped" and indicated that the cartridge could not be used, prompting them to remove and replace it with a new one. There was no adverse impact to the customer¿s blood glucose level reported. The customer decided to replace the pump cartridge and informed their healthcare provider about the issue for further troubleshooting.